Event description:
A report has been received that the joystick was not working. No injury. A new joystick was ordered for replacement. A call was made for additional information.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Of note: additional information includes the following: that the joystick would not turn off and when turned off could come back on by itself.